Event description:
During the first pass with the subject retrieval device to remove a clot from the left m2 middle cerebral artery (mca), the thrombus migrated distally to the left m3-mca region. At the end of the procedure, a small distal left m3-mca occlusion remained that was not present at the start of the procedure. The reported event was related to the subject device and the procedure.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thromboembolism is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
During the first pass with the subject retrieval device to remove a clot from the left m2 middle cerebral artery (mca), the thrombus migrated distally to the left m3-mca region. At the end of the procedure, a small distal left m3-mca occlusion remained that was not present at the start of the procedure. The reported event was related to the subject device and the procedure.

Manufacturer narrative:
The device is not available to the manufacturer.